Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned cutting block confirms one of the spike pegs broke off. The broken piece was not returned with the device. This device was manufactured in 2009. This device exhibits signs of significant wear/usage. A medical investigation was conducted and this case reports the cutting block broke during use inside the patient. Per email communication, all pieces were recovered, and there was a minimal delay of 10 minutes, and no patient injury. The procedure was completed with a backup device. Therefore, since no patient harm is alleged, no further clinical assessment is warranted. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files found that the reported failure was documented appropriately. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear / tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during total knee arthroplasty upon impaction of instrument in patient, posterior spike broke off. The piece was removed by a chisel and rongeur to gouge out a small area around the retained piece and it was then removed with a heavy needle driver. There was a delay of 10 minutes. The procedure was finished using a smith and nephew backup device.